Event description:
The pt's mother said that the pump emitted a low battery alarm at which time the pump was found warm to the touch. She noticed corrosion in the battery compartment. The pt's mother said the pump did not burn or irritate his skin.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed that the battery compartment is cracked and corrosion was found inside battery compartment. The pump electrical current draws were tested with no defects found. The pump was opened and no moisture was found. The complaint that the pump was warm was not verified or duplicated.